Event description:
Device issue: none. Adverse event: stent restenosis. Time of adverse event: one-year post stenting procedure. It was reported that during a one year follow-up, in-stent restenosis was found within the promus and xience v stents. The promus stent was in the proximal rca and the xience v stent was in the proximal cx. The promus and xience v restenosis was treated using non-abbott stents. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up will be submitted with any relevant information. The promus stent is being reported under a separate manufacturer report number.